Event description:
The device was used during a laparoscopic nissen. Reportedly, the needle broke and disengaged into the pt's cavity. The surgeon was able to retrieve the component and complete the procedure without any pt injury.